Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to his physician's office and continued wearing the lifevest until he received a ICD on (B)(6) 2015. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): (B)(6) 2011 - reuse. Electrode belt (B)(4): (B)(6) 2014 - initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A united states distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was walking across a bridge alone and it was very windy at the time of the event. The pt was conscious at the time of the event and had fallen and scraped his knee. A review of the downloaded data confirms that the response buttons were pressed intermittently, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The pt went (B)(6) 2015 shows that pt received an ICD on (B)(6) 2015. The pt stated that his knees were looked at by the doctor but the doctor did not have him treated with anything. His knees have healed and are small scabs now.